Manufacturer narrative:
The insulin pump alarmed motor error during rewind test due to motor oil on motor home switch noted. The motor was tested outside of the device and passed. The insulin pump passed displacement test. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer's blood glucose level was 6.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.